Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer was feeling unwell so she self-treated with milk and a biscuit and checked her glucose, obtaining a sensor result of 5.8 mmol/l (104 mg/dl). Customer subsequently expereinced a hypoglycemic event resulting in "a bad fall whereby an ambulance had to be called and she was admitted to hospital having sustained a head injury, fractured nose, and cuts to her wrist and head which both required several sutures". Customer was diagnosed with hypoglycemia, however no treatment details were provided. It was further reported that in the hospital, the freestyle libre sensor provided readings approximately "8 mmol/l" higher than readings obtained on the hospital meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer was feeling unwell so she self-treated with milk and a biscuit and checked her glucose, obtaining a sensor result of 5.8 mmol/l (104 mg/dl). Customer subsequently experienced a hypoglycemic event resulting in "a bad fall whereby an ambulance had to be called and she was admitted to hospital having sustained a head injury, fractured nose, and cuts to her wrist and head which both required several sutures". Customer was diagnosed with hypoglycemia, however no treatment details were provided. It was further reported that in the hospital, the freestyle libre sensor provided readings approximately "8 mmol/l" higher than readings obtained on the hospital meter. There was no report of death or permanent impairment associated with this event.